Event description:
It was reported that the table on the 2600 system would not lower. There was no report of pt injury.

Manufacturer narrative:
Customer stated that they checked the system and it was operating properly. The customer cancelled the service call.